Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the ventricular leadless pacemaker (lp) dislodged in the pulmonary artery. The lp was not used and a new lp was implanted. The patient was in stable condition.

Event description:
New information received notes that the dislodgement of the ventricular leadless pacemaker (lp) occurred upon releasing the lp. The lp was deactivated.